Event description:
Pt was getting ready for bed at home when she noted a wet sensation on her chest. Hemodialysis catheter had fallen out. Pt applied pressure to site. New dialysis catheter placed (B)(6) 2011 as outpatient to continue hemodialysis.